Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A4: weight: 48.9 kg. E3: occupation: rcis. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the collagen matrix/material dislodged from the suture and was extruded out of the subcutaneous tissue space. Manual compression was held until hemostasis was achieved. No patient harm was observed. The estimated blood loss was less than 250cc. Additional information was received on 29jul2025: an ultrasound, post catheterization was used to determine the anchor remained in the subcutaneous/extravascular space. Post cath the patient presented with a pseudoaneurysm and manual compression was held until resolved.